Event description:
Same case as 2134265-2014-06596 and 2134265-2014-06595. It was reported that automatic pullback failure occured. During an unspecified procedure, the motor drive unit was used in conjunction with an imaging catheter and a sled. Upon pullback, the motor drive unit did not perform automatic pullback. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).